Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was not experiencing therapeutic effect despite increase in daily dose. The actions required as a result of the event included medical intervention explained as a dye study was performed. The pump was dispensing medication however the patient was not experiencing therapeutic effect. Multiple boluses with the patient¿s personal therapy manager (ptm) were tried but the patient still had no relief and had less than 50% therapy relief. The location of the issue or symptoms was an unknown location. The patient¿s health care professional (hcp) was able to aspirate 1 ml of csf from catheter access port (cap) and inject dye confirmed intrathecal placement. It was noted that the patient¿s health care provider (hcp) suspects that the catheter tip is anterior and could be cause. Additional information received reported that the catheter was patent and the hcp suspects the issue is the catheter tip location. The plan was to perform a one-shot spinal trial to see if the patient experiences therapeutic effect from medication and make a plan from there before any surgical action. At the time of report it was unknown if the hcp would do a catheter revision. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse dilaudid, clonidine and bupivacaine. If additional information is received, a follow-up report will be sent.